Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was explanted. According to the report, there was debris within the valve reservoir. Reportedly, the patient went home after the procedure and there were no issues reported.

Manufacturer narrative:
Additional information received reported the patient underwent three mris while the device was implanted. The valve had also been adjusted from 1.5 to 2.0 on (B)(6) 2016. Reportedly, the patient had been exhibiting symptoms by the time they had an MRI in late november. It was also noted the valve was primed with a solution of bacitracin and saline at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.